Manufacturer narrative:
Correction: please note that conclusion code no longer applies to this report. Device evaluation: analysis of the implantable neurostimulator (ins) found the ¿ins passed functional testing, including impedance testing in saline.¿

Manufacturer narrative:
(B)(4).

Event description:
Information was received (via a manufacturer representative) from a healthcare professional regarding a defective implantable neurostimulator (ins). It was reported that the patient felt no paresthesia after implantation. The date of implant was unobtainable. The diagnostics and troubleshooting included intraoperative impedance measuring with the same lead on both channels. The second channel of the ins did not work; the impedances measurements were greater than 40 ,000 ohms on all contacts, and the first channel and lead itself were properly in order. An "exchange procedure" occurred and the replacement of the ins resolved the issue. The patient was alive with no injury at the time of the report.